Event description:
This lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2011 due to high thresholds. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).